Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case on display window corner.

Event description:
It was reported the insulin pump had a crack on the battery compartment. Customer's blood glucose was 4.1 mmol/l. Customer's mother reported the device was not dropped. Customer mother was worried. No further information reported.